Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016. Blood glucose was unknown. Customer had symptom of high blood glucose; customer had chest pains, burning sensation and was stiff. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues. Customer was not sure if basal rates were correct and declined checking bolus wizard settings. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to call back should issue persist.